Manufacturer narrative:
Concomitant medical devices: 407658, lead, implanted: (B)(6) 2018, 459888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds were elevated and that there was potential under sensing from the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.